Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that during a veterinary procedure (oophorectomy) in (B)(6) 2017, suture was used. Post operatively, a "ball" appeared at the surgical wound. The vet noted an eventration with rupture of the abdominal wall suture on its length, the knots were intact. Another surgery for eventration was performed with thread of another lot number. No additional information is available.